Manufacturer narrative:
Pir: 336631 (1 of 5).

Event description:
A customer alleged that the safety shield on the slit knife 2.4mm angl dbl bevel w/safety (10/sp) was identified as retracted and a tech pricked her finger. No medical intervention was required.

Manufacturer narrative:
The UDI number was added to this report and the following sections were updated : type of investigation. Investigation findings. Investigation conclusion . (1 of 5).

Manufacturer narrative:
The UDI number was updated.